Manufacturer narrative:
Initial reporter occupation: unknown. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A visual inspection of the wire guide was performed and the distal tip of the device appears to have been distorted/damaged due to an unknown force. A section of the core wire approximately 2.0 cm in length is exposed at the distal tip and the coil spring is detaching from the core wire. Coating approximately 2.0 cm appears to be missing, but was not returned for evaluation. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A lab meeting with production supervision was held to evaluate the state of the returned device and condition of the distal tip. The review was unable to confirm a manufacturing defect associated with the manufacturing process at the distal end of the wire guide. Devices released for distribution go through multiple inspections to detect such defects. Inspections include visually verifying distal end of wire guide is smooth and free of sharp edges or points and inspecting product for kinks. Therefore, it is unknown how or at what point the tip of the wire guide became damaged/distorted. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "prior to removing wire guide from holder, flush with 30 cc of sterile water." Failure to flush the wire guide can result in damage to the wire guide. The instructions for use instruct the user to do the following: "flush endoscope accessory channel and/or lumen of device with sterile water, then insert wire guide floppy end first. Note: for best results, wire guide should be kept wet, if applicable." Failure to flush the endoscope channel can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all tracer metro direct wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted and this represents an isolated occurrence. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
Prior to an endoscopic procedure, the physician prepared a cook tracer metro direct wire guide. The physician opened the package and found out that the coating of the tip of wire guide peeled off. This occurred prior to patient contact; there was no impact to the patient.